Event description:
Related report: 2017865-2024-71648. Related report: 2017865-2024-71649. It was reported that patient presented in clinic for follow-up where it was discovered that the patient had an infection. The patient's pacemaker, right atrial lead, and right ventricular leads were all explanted. Patient had no consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.